Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but isi has not received it for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the reported complaint. The cable appeared to be broken. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm prograsp instrument wire broke and fell into the patient. The fragment was retrieved in the same procedure. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected, and no cables were broken. The surgical task being performed was grasping tissue. The surgeon believes the instrument was broken when surgeon opened jaws. The instrument was in use for 15 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The surgical staff confirmed all fragments were retrieved by seeing the cable on the instrument. There was no additional surgical procedure required to remove the fragment. No post-operative tests were performed. The procedure was robotically completed. The patient did not return to hospital due to any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp instrument was analyzed. The end of the cable with crimp end was inside the housing. No missing pieces. The instrument was found to have broken grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.